Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The torque wrench associated with the reported event was not returned. The product lot code required to identify the manufacture date and design revision was not provided. A search of the complaint database against product code 961673 found additional reports of breakage. There are previous reports of the black plastic protector component breaking and the hex barrel breaking. The investigation could not draw any conclusions about the instrument feature that broke without the instrument to examine or the provided information. (B)(4) was previously initiated to identify root cause and corrective action for black plastic protector component. Based on the inability to identify the failure mode/breakage, the need for additional corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Torque wrench broke.